Event description:
It was reported per (B)(4) attached to this report. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).